Event description:
Customer's mother reported insulin pump alarmed motor error. The insulin leaked out of the reservoir into the reservoir compartment. The blood glucose value was 350 mg/dl. Customer was advised to revert to back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.